Event description:
A chinese customer reported that a contour ts meter that was supposed to read in mmol/l, showed the units of measure as mg/dl on the display. No adverse event was alleged. The meter was returned for evaluation.

Manufacturer narrative:
Initial reporter last name and address not provided.